Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 1:30 pm, the result from the patient's left finger was 4.4 inr. The result from the patient's right finger was 4.3 inr. The result from the laboratory using stago rabbit brain thromboplastin reagent was 3.0 inr. There was no allegation of an adverse event. The patient was not being treated with hirudin, had no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient had no medication changes, no illness, and no symptoms of high blood. The patient's hematocrit was believed to be within range. The therapeutic range was 2.0 - 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.